Event description:
Unomedical reference number (B)(4). Event occurred in united states. The patient had been diabetic since 2015 and had been using infusion set since (B)(6) 2016. The first incident of bent cannula occurred on first day of use. Reportedly, her infusion device kinked, she threw up all day, blood glucose went up (1035 mg/dl) and finally went into diabetic ketoacidosis. She was unconscious in night of the same day. Her sister called the ambulance and subsequently, she was hospitalized. Her blood glucose level was 400 mg/dl when she woke up. Reportedly, the patient had bad site. The patient was discharged after 2 days. She was dehydrated. Therefore, she received fluids and intravenous insulin in intensive care unit. She thought of having heart attack. Her kidneys were failing as well, however after a few days of fluids, kidney function returned to normal. She was using insulin pump within 48 hours after the occurrence of the event. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.